Manufacturer narrative:
(B)(4).

Event description:
It was reported that hours after implant, the right ventricular lead exhibited loss of capture. An echocardiogram revealed a perforation and small pleural effusion. The lead was repositioned. The patient was in good condition.